Event description:
It was reported when using the bd vacutainer® lh 102 i.u. Plus blood collection tubes customer unable to fill the tube to the recommended volume. The following information was provided by the initial reporter. The customer stated: "cannot draw blood to fill recommended volume, not enough vacuum.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lh 102 i.u. Plus blood collection tubes customer unable to fill the tube to the recommended volume. The following information was provided by the initial reporter. The customer stated: "cannot draw blood to fill recommended volume, not enough vacuum.¿

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, twenty (20) retention samples from bd inventory were evaluated by visual examination and functional testing. No issues were observed during examination or testing relating to underfill or additive abnormality as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill or additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.